Event description:
It was reported to philips that the system would not boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported problem occurred during a planned vascular treatment and the treatment was completed by moving the patient to another room. It was reported that the system would not boot up, it was stuck at 00:00. Review of the log file confirmed the malfunction ¿sib malfunctioning¿. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the f1 breaker in the m-cabinet was tripped and l1 lamp was out. The defective part was returned for failure analysis and confirmed that the device was unable to power on and f12 fuse in m-cabinet power distribution unit had blown. Later, fse checked exam light mounted on ceiling rails and found damaged cover with exposed charred wiring for power to light and found exposed wiring which was cause of blown fuse. Fse replaced the fuse and provided a quote for new 3rd party lamp arm as lamp arm was damaged. After the replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.